Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that that they were hospitalized for high blood glucose and diabetic ketoacidosis and the insulin pump asked her to double bolus right after delivering a bolus. The insulin pump prompted the customer to re-deliver a bolus five times. The customer's blood glucose at the time of incident was in the 40 mg/dl range. The patient's blood glucose at the time of call was 289 mg/dl. The customer had treated with food. Troubleshooting was initiated for the possible over-delivery. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was completed and no anomalies were noted. However, the customer stated that the insulin pump consistently prompts for extra boluses. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.